Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. The patient's symptoms included redness and clear drainage. The physician believes the infection was procedure related. The patient was given oral antibiotics. After a follow up appointment the physician reported that it was more a skin infection/suture abscess and the patient was doing better.

Event description:
A report was received that the patient had an infection at the pocket site. The patient's symptoms included redness and clear drainage. The physician believes the infection was procedure related. The patient was given oral antibiotics. After a follow up appointment the physician reported that it was more a skin infection/suture abscess and the patient was doing better.